Event description:
It was reported that approximately 61 months after a right total knee replacement procedure, the patient has experienced prosthesis wear. Initial surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitant devices (B)(6) 02-020-11-0330 - truliant ps cem fem ps cem right sz 3. (B)(6) 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t. (B)(6) 02-012-50-3011 - tru tib aug 1/2 size 3, 5mm. (B)(6) 204-32-01 - fluted stem extension 11l x 12 mm. (B)(6) 204-70-00 - tibial stem ext. Screw. (B)(6) 200-02-35 - three peg patella 35mm. The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. B3: unknown h6: corrected health effect and investigation clinical codes.